Event description:
It was reported that during a stent graft placement procedure, the stent allegedly could not be inserted into the guiding sheath. It was further reported that there was allegedly a difficulty while removing the protective cover. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This supplemental MDR is being submitted to report that MFR rpt# 9616666-2024-00220 was a duplicate record and was opened in error. The event details are being captured under complaint file # (B)(4) and was reported to the FDA under MFR rpt# 9616666-2024-00160. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the stent allegedly could not be inserted into the guiding sheath. It was further reported that there was allegedly a difficulty while removing the protective cover. The procedure was completed using another device. There was no reported patient injury.